Event description:
It was reported that during the implant procedure, upon slitting, the lv (left ventricular) lead became dislodged. The physician used a new catheter and the same lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).